Event description:
On 02/04/1999 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. A hematoma was noted during deployment and manual pressure and a femostop were applied (duration unk). It was then noted that the pt's pulses were lost, so an ultrasound was obtained (results unk). Reportedly a doppler showed a 99% vessel occlusion, and surgery was performed (type unk). As of 03/08/1999 there has been no further report to the MFR of complication or additional pt sequelae.